Manufacturer narrative:
Additional narrative: event date: unknown. Device is an instrument and is not implanted or explanted. Per facility, the complainant part has been discarded and is no longer available for evaluation. Investigation could not be completed and no conclusion could be drawn as no device was returned device history record review: manufacturing location: (B)(4) - manufacturing date: may 8, 2014. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of a screw inserter t8 instrument broke off during routine inspection of the device. No patient or procedural involvement reported. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Rescinded initial medwatch report number mw-299315. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is a duplicate of complaint (B)(4). The complaint will be addressed and reported under (B)(4). The initial medwatch report for duplicate complaint (B)(4) is hereby rescinded.